Event description:
It was reported that the touch screen from this programmer could not be manipulated when the pacing system analyzer function was used upon a device implant procedure. The device was able to perform by rebooting, but the same issue occured again. After that, the programmer was able to be used and the procedure was successfully completed. No problem with the patient as a temporary pacing was being inserted. The programmer was returned for analysis and repair. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that no error/fault codes had been recorded. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive during testing. No error or fault codes were recorded in the programmer's logfile and benchtop testing was unable to reproduce the behavior. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design related. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the touch screen from this programmer could not be manipulated when the pacing system analyzer function was used upon a device implant procedure. The device was able to perform by rebooting, but the same issue occured again. After that, the programmer was able to be used and the procedure was successfully completed. No problem with the patient as a temporary pacing was being inserted. The programmer was returned for analysis and repair. No adverse patient effects were reported.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that no error/fault codes had been recorded. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive during testing. No error or fault codes were recorded in the programmer's logfile and benchtop testing was unable to reproduce the behavior. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design related. Correction of device codes, h6 field. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the touch screen from this programmer could not be manipulated when the pacing system analyzer function was used upon a device implant procedure. The device was able to perform by rebooting, but the same issue occured again. After that, the programmer was able to be used and the procedure was successfully completed. No problem with the patient as a temporary pacing was being inserted. The programmer was returned for analysis and repair. No adverse patient effects were reported.